Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The stent dislodgement was able confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat 70% restenosis of a previously deployed non-abbott stent implant in the left anterior descending (lad) artery. Pre-dilatation was performed with a trek balloon dilatation catheter (bdc). The 3.5x33mm xience alpine failed to cross the lesion due to interactions with the deployed non-abbott stent implant, and was removed without issue. During unpackaging of the 3.5x18mm xience alpine sds, the stent implant dislodged during removal of the protective sheath; thus the sds was not used. A new 3.5x18mm xience alpine sds was successfully advanced and the stent implant was successfully deployed. During unpackaging of the 2.5x15mm trek bdc, the shaft was noted to be kinked during removal from the dispenser coil; thus the bdc was not used. A new 2.5x15mm trek bdc was used to post-dilatate the lesion, successfully completing the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.